Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's analysis was delayed. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found that the device did not detect a valid impedance for almost 2 minutes. This caused the device to prompt an "attach pads" message several times. These messages are intended to alert the user that a patient impedance is not recognized and not necessarily indicative of a device malfunction. The time required to attach the electrode pads was exceeded, therefore the device prompted the user to perform CPR. The device then resumed it's normal sequence after the CPR period. This report has been closed as device performed to specification. The customer confirmed that there was a delay in applying the electrode pads to the patient. Analysis of reports of this type has not identified an increase in trend.